Event description:
It was reported to empi by the patients daughter that the patient's cut her toe on the saunders lumbar home traction device.because the patient was not able to attach the wheels they were unable to move the device and left it on the floor. When the patient walked past the traction device she stubbed her toe on the corner and something very sharp cut her toe open causing her to get 13 stitches. The doctor told the patient she needs to stay in bed for 5-6 weeks.

Manufacturer narrative:
The device was returned with no notice that an injury had occurred. The device was refurbished and tested with no failures.the injury was not caused while using the device. The device was folded up, but the case was not zipped. The patient stubbed her toe on the device, which resulted in a cut.the investigation is still in progress.a follow-up report will be submitted.

Manufacturer narrative:
The soft goods associated with the device (carrying case, harness, wheels) were not available for the investigation. Visual inspection did not find any sharp edges that could have contributed to the incident. The patient did not store the device as directed in the manual. The device manual states: "your saunders lumbar traction device should be stored in its protective case. Replace the pump in the mesh storage compartment on the inside of the carrying case. Fold all harnesses, closing buckles where applicable. Fully zip the carrying case." The patient only folded the top flap over and left it on the floor.